Event description:
The complainant reported that a seventy-one-year-old female patient with takotsubo cardiomyopathy was transferred for escalation to impella cp support. Laboratory testing showed elevated plasma free hemoglobin and lactate dehydrogenase levels consistent with hemolysis. The physician repositioned the impella device and reduced support levels, after which the laboratory values improved without the need for blood products. The patient remained stable on support for five days, was successfully weaned, and the device was removed without further issues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog number updated and UDI added. H4 device MFR date added. H6 investigation type changed to b18.